Manufacturer narrative:
Onsite investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) and confirmed that they were able to reproduce the customer reported event of error 40006. The remote arm controller (rac) 2 was replaced and returned to isi for failure analysis investigation. The reported system error could not be replicated during in-house testing. The rcm for the board will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that towards the end of a da vinci ventral hernia repair procedure, the surgical staff encountered a system error code 40006. A system error 40006 is a non-recoverable fault. Prior to contacting a technical support engineer (tse) for assistance, the surgical staff powered cycled the system and it powered up without error. The site called back because the system error code 40006 recurred. The site power cycled the system again; however, the surgeon decided to convert to laparoscopic. The surgeon was at the tail end of the procedure and it was completed successfully laparoscopically. The surgeon converted to laparoscopic surgery due to the recurring error 40006. There was no patient injury reported and the patient has not returned to the hospital for any post-surgical complications.